Event description:
It was reported that the patient purchased the dressing to treat a graze done while playing hockey. The patient used the dressing and it contracted on the outer sticky band, puckered, and formed dots throughout the dressing where the dressing was attached to the skin. On removal off that dressing, the ¿adhesive agent¿ had started to come off, adhered to the skin, and formed lumps. No information regarding delays, back up or skin injuries.